Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine pen needles were clogging during injection and unable to deliver medication. This occurred on 8 occasions. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that needles are occluded during injection. Verbatim: from phone call on 2019-05-06 16:38:34: this consumer called back from bd com voice message/email. Found during injecting of 70 units the needle would clog. Claims to complete a flow check and it is fine. This happened 8 different times. Has discarded these samples. Sending voucher only at this time. (B)(6). Voicemail from consumer stating most of the needles are occluded.

Manufacturer narrative:
Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles were clogging during injection and unable to deliver medication. This occurred on 8 occasions. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported that needles are occluded during injection. Verbatim: from phone call on (B)(6) 2019 16:38:34: this consumer called back from bd com voice message/email. Found during injecting of 70 units the needle would clog. Claims to complete a flow check and it is fine. This happened 8 different times. Has discarded these samples. Sending voucher only at this time. Dc. Voicemail from consumer stating most of the needles are occluded.